Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The biopsy targeted two separate lesions in the right middle lobe, both were 4-5 centimeters from the pleura. The procedure was completed as planned with no delays. However, the day after the procedure, the patient went to the emergency department with shortness of breath. A chest x-ray revealed a large pneumothorax, and a chest tube was inserted to treat it. The patient was hospitalized for 7 days and later discharged home. The physician believed the pneumothorax was not related to the ion system and would likely have occurred with another modality. There was no device malfunction involved in this event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.